Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found.

Event description:
It was reported that prior to implanting the lead, it took thirty turns before the helix extended. The physician tried this three more times and on the fourth attempt it took twelve turns. The lead was not used and a new lead was used. No patient complications were reported as a result of this event.